Event description:
It was reported to medtronic minimed that the customer experienced pump error 43, failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the customer reported receiving a pump error. The customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1886 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest, occlusion test, sleep current and active current. No pump error 43 alarm during testing. Pump history was download successfully. However, verify pump error 43 alarm at the pump history file date and time: 09/02/2024 18:58:00.000, 09/02/2024 18:58:44.000 motordriveerror (43). Failed battery alarm found in the formatted history file and on the event date. 09/02/2024 18:58:52.000 to 09/02/2024 19:00:30.000 failedbatttest (58). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No failed battery alarm during testing. Unit was cut/open and inspected and found moisture damage at the electronic assembly noted. Test reservoir/pcap lock properly inside the reservoir tube. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, battery tube threads - cracked and cracked case (battery tube). Confirmed failed battery alarm due to moisture damage. Pump error 43 confirmed. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.